Event description:
Poly core was replaced.

Manufacturer narrative:
Surgery report received that poly had fractured. Star sliding core was visually confirmed to be broken. Cause of breakage unk. Surgeon reported pt was walking on beach and twisted ankle. Review of manufacturing record showed no anomalies.